Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states there is a lot of play in the seat at the post and the seat pivot.